Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation. A potential root cause for this type of failure could be ¿tubing does not meet specification". However, there was insufficient information to confirm this potential root cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine was getting stuck in the tube and not going into the leg bag. It does not need the extension tubing. They also said that liked the button straps. Per customer via phone on (B)(6) 2024, it was reported that urine stayed in the tube and leaked from the tube connected to the catheter. The patient had changed bags, and there was no longer an issue. The bag was thrown away.

Event description:
It was reported that the urine was getting stuck in the tube and not going into the leg bag. It does not need the extension tubing. They also said that liked the button straps.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.